Event description:
A customer reported to baxter ireland, via fax, of an unknown filter administration set in which customer was unable to prime the set. When priming the set, the filter would not prime correctly- alarming and tmp. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. The device used in reported condition is unknown; therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was discovered that this product is a non baxter product and baxter doesn't have reporting responsibility. No additional information is required.